Event description:
The reporter states back to back comparisons of hi vs. 85 mg/dl, hi vs. 170 mg/dl, and 35 vs. 168 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.